Event description:
Physio-control evaluated a device that was returned to factory service and observed that it would not operate on ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio replaced the user interface pcb, system/memory pcb, and system/memory pcb to interface pcb cable assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and determined the root cause of malfunction to be a shorted capacitor, c14, from the user interface pcb assembly. The capacitor failure damaged the system/memory pcb to interface pcb cable and burned several components on the system board from the memory/system pcb assembly.